Event description:
This lead was explanted due to noise and high threshold. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation, suture sleeve and conductor coil were found squeezed and damaged 21.5 cm distal to the is-1 connector pin, which most likely resulted from a tight suture sleeve during the implantation procedure. Furthermore, the insulation was found abraded through between 31 and 34 cm proximal to the lead tip and 56 cm distal to the is-1 connector pin. Based on the characteristics of the abrasion damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.